Event description:
Caller reported a malfunction on the pump along with bleeding issues at the infusion set insertion site for two sets on the same day. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. The customer replaced the infusion set and resumed insulin delivery without issues. Technical support provided information to reset the malfunction code, advised the customer to use multiple daily injections as backup therapy, and sent a replacement pump and infusion sets. Additionally, instructions for returning the problematic pump were provided, and the case was closed after confirming shipping details.